Event description:
It was reported the patient's blood glucose level rose to 323 mg/dl while wearing a pod. The pod reportedly fell off the infusion site (abdomen), causing the cannula to dislodge. No information regarding treatment was provided. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. No lot release records were reviewed, as the product lot number was not provided. We are unable to confirm or determine the root cause of the reported dislodged cannula.